Event description:
It was reported to boston scientific corporation that an endovive standard peg kit was used for a peg placement during an esophagogastroduodenoscopy (egd) procedure. Patient's weight was not provided. Per the complainant, during the procedure, while attempting to close the snare around the insertion wire, the snare broke at the handle. The ends of the snare wire, were held together by hand and used to successfully retract the insertion wire and complete the procedure. There were no complications or injury to the patient due to this event. Post procedure, the patient's status was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.